Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported tissue damage could not be determined. The reported mitral regurgitation and dyspnea appear to be cascading events of the reported tissue damage. Additionally, the reported patient effects of mitral regurgitation, tissue damage, and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported therapy/non-surgical treatment (additional) and hospitalization (required) or prolonged are the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report dyspnea, tissue damage, recurrent mitral regurgitation, prolonged hospitalization, and medical intervention. It was reported that this was a mitraclip procedure to treat the degenerative mitral regurgitation (mr) with a grade of 4+. On (B)(6) 2013, two clips (1026421514,1025469514) were successfully implanted, reducing mr to <1. Then on (B)(6) 2020, the patient returned for a follow up visit with recurrence mr of grade 2. On (B)(6) 2020, the patient returned with shortness of breath during exercise. Imaging showed both clips stable on the leaflets; however, an additional flail was observed in between the two clips, increasing mr to 3+. Therefore a decision was made to perform a second procedure for additional treatment. The patient remained hospitalized. On (B)(6) 2020, the patient underwent a second mitraclip procedure. One additional clip was implanted lateral to the previous implanted clips, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.